Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the unit did not power up and components of the printed circuit board was burned and so was replaced. Floppy drive was also replaced. The unit then passed interrogating a device.

Event description:
Boston scientific received information that bad smell was coming from this programmer upon turning it on. This programmer was returned for analysis. No adverse patient effects were reported.

Event description:
--